Manufacturer narrative:
Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. Device received with minor scratched lcd window, cracked reservoir tube lip.

Event description:
Customer reported via phone call to have high and low blood glucose. Customer was hospitalized for high and low blood glucose. Customer's blood glucose was 700 mg/dl and 40 mg/dl respectively. Customer was wearing the device at time of hospitalization. Customer had stage 3 kidney disease. After troubleshooting, customer was advised to monitor the device. Customer agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.